Event description:
The customer observed biased glu patient results. The scenario is consistant with a malfunction that could have caused false patient results to be reported. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: troubleshooting determined this event to be consistant with a user-induced slide tracking error. The customer manually cleared the incubator following the f12 error and subsequently confirmed acceptable patient and quality control results. User error was the cause of this event.